Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent positioning/placement problems were encountered. Vascular access was obtained via the right common femoral vein (ivc). The 90% stenosed target lesion was located in the moderately tortuous inferior vena cava. After a 7fr sheath was inserted, a 0.035inc x 150 cm non-bsc guide wire was advanced to cross the lesion. A 12mm x60mm x75cm epic vascular stent was advanced for treatment. However, upon deployment, the stent was placed in a position shifted to the center side from the lesion. The physician was grabbing the delivery shaft by finger and the stent was deployed by push-in. The stent stopped moving on the center side of the ivc, and it was decided to monitor the status. A 12mm x60mm x120cm epic vascular stent was additionally placed with the used of a 0.035inc x 300cm non-bsc guide wire and the procedure was completed. No patient complications were reported and the patient's status was fine.